Event description:
It was reported the customer exposed their insulin pump to fluid. Customer's blood glucose was 148 mg/dl. The customer stated their insulin pump fell into the toilet, resulting in the in fluid exposure. Customer also reported they did not receive any unusual alarms after exposing their insulin pump to water. Troubleshooting found the insulin pump passed the selftest. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.